Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, japan configuration the irrigation would not change to high. While ablating on the right pulmonary vein (rpv) at 50 watts, from the initial ablation till the fifth ablation, the irrigation would not change at 4ml and the power titration was applied largely. After the fifth ablation, the issue would not occur and the procedure was completed as it was. The procedure was completed without patient's consequence. Device evaluation details: remote support team confirmed the system was performing as intended. No failure was found. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. No corrective or preventive actions (CAPA) will be initiated based on the available information. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6) note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, japan configuration the irrigation would not change to high. While ablating on the right pulmonary vein (rpv) at 50 watts, from the initial ablation till the fifth ablation, the irrigation would not change at 4ml and the power titration was applied largely. After the fifth ablation, the issue would not occur and the procedure was completed as it was. The procedure was completed without patient's consequence. The generator was set to automatic mode and no errors were displayed.